Event description:
It was reported that there was low atrial lead impedance and inconsistent atrial sensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4092 non defib lead (B)(6) 1999. (B)(4).